Event description:
It was observed that during the device evaluation, the product exhibited the endoscopic image cannot be displayed due to disconnection in cable unit and water leak in coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, the endoscopic image cannot be displayed and due water leak in coupler unit, the coupler cannot be locked smoothly. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.